Event description:
Manufacturer representative reported devices removed due to infection. The devices were explanted but not returned to manufacturer for analysis. A follow-up report will be sent if additional information is received.